Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: proximal black tabs on the device broke. Probable root cause: design. Insufficient material strength. Insufficient design geometry. Tether suture too weak for application. Process. Tab not manufactured to specification. Tether suture not manufactured to specification. Application. Excessive force. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.